Event description:
Treatment of a right unruptured ophthalmic amorphous aneurysm measuring 14mm x 9mm. During the pipeline deployment, it was reported that the proximal segment did not open and required balloon angioplasty (an option presented in the instructions for use) with a septor balloon to achieve full wall apposition. It was reported that the balloon ruptured upon inflation; however, the patient woke up fine. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
The pushwire was returned for evaluation without the pipeline; therefore, the event cause could not be determined. (B)(4).